Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurement of greater than 300 ohms on non-boston scientific right atrial (ra) channel. Additionally, there were some stored events due to oversensing of noise. It was noted that this system was in magnetic resonance imaging (MRI) mode. Technical services (ts) stated that both leads were MRI compatible. Ts reviewed the presenting and stated that there were episodes of noise and oversensing on both right atrial (ra) lead and right ventricular (rv) lead. Ts recommended troubleshooting options. At this time, this pacemaker and non-boston scientific leads remain in service. No adverse patient effects reported.